Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented by edwards in a technical summary, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 24 fr sheath is 8.0 mm. In this case, the access vessel¿s minimum luminal diameter was adequate at 8.5 mm. The cause for the reported vessel perforation cannot be confirmed. However, the combination of moderate vessel calcification and mild tortuosity could have contributed to the resistance encountered at the level of the reia during sheath insertion, which likely caused or contributed to the vessel perforation. It is also possible that there was an area of more significant calcification that was not appreciable on pre-screening imaging. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
Following the successful transfemoral delivery of a sapien valve, a small perforation was noted in the distal right external iliac artery (reia), which required the placement of a covered stent. Initially right percutaneous access was obtained. A 20fr dilator was used, and a 24fr sheath inserted. Some resistance was felt at the level of the right external iliac artery during sheath insertion. Post valve deployment, a catheter was inserted contralaterally to assess the right iliofemoral system. A small perforation with small contrast extravasation into the surrounding tissue was noted in the distal reia. An 11 x 5cm viabahn covered stent was placed. A final runoff of the iliofemoral arterial system revealed patent flow throughout and the contrast extravasation was resolved. The sheath was removed, the perclose sutures were tightened, and hemostasis was achieved. The patient remained stable throughout the procedure and no blood products were given. The patient was extubated and transported to ICU in stable condition. The minimum luminal diameter of the access vessel was 8.5 mm. The vessels were reported to be moderately calcified with mild tortuosity.